Manufacturer narrative:
The insulin pump had intermittent button response due to flattened dome switch on all buttons. The insulin pump was monitored for 24 hours and no loud constant tone or vibration was noted. The insulin pump had a cracked display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It is reported that the patient experienced an issue with the keypad on their insulin pump. The patient's blood glucose level was 336mg/dl. Trouble shooting was performed. Pump is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.